Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was dislodged and exhibited undersensing. Moreover, the patient with this ra lead manifested twiddler's syndrome. The lead was explanted. No additional adverse patient effects were reported.